Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited low impedance and an insulation anomaly. The lead was capped and replaced.